Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, a poor staple formation was observed. Another handle and reload were opened and used to compete the case. There was no patient injury.